Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump stopped working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.